Manufacturer narrative:
Device is being scrapped.

Event description:
14 lots of vitagel were delivered late due to a snow storm. If the product did freeze while delayed, the efficacy of the product is unknown, therefore, new product was shipped and product that was delayed in delivery was recovered and returned to (B)(4).